Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) were not strong enough. A surgical procedure was performed and saline solution was added to the reservoir. There were no placement or removal of components. There were no patient complications reported.